Manufacturer narrative:
(B)(4): device expiration date provided as 01/2017 and estimated as 01/01/2017. The analysis was performed by asahi intecc. Co. Ltd: the lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Based on the provided information, it is presumed that the tip of the confienza pro 12 guide wire was trapped in the heavily tortuous and moderately calcified target lesion, where guide wire advancement and/or removal manipulation, and/or rotational manipulation might be applied repeatedly, resulting in the breakage of the guide wire due to the accumulated force which exceeded the products design limit. The warning section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged. Separation or breakage of the guide wire is listed as a possible complication and adverse event. After review, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is manufactured by (B)(4). Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that a confianzo pro guide wire was advanced in a non-abbott micro-catheter to the heavily tortuous, distal right coronary artery (rca). The confianzo pro guide wire was unable to cross the moderately calcified lesion. Upon removal of the confianzo pro, resistance was met with the micro-catheter and the guide wire tip separated. There was no intervention to remove the separated tip and the tip remains in the anatomy. There was no additional information provided.